Event description:
Consumer posted to amazon.com the following review stating: 'would not recommend this covid rapid test. First, it is a 30 minute wait did not see this in the description. Standard are a 10-15 minute wait. The swab is a harsh material and caused more bleeding than spotting which transferred to the liquid. It was difficult to read.'

Manufacturer narrative:
On (B)(6)2022, consumer left a review on amazon.com stating that the inteliswab swab was a harsh material and caused bleeding which transferred to the swab and test solution. Orasure technologies, inc reached out to amazon in an attempt to contact this consumer for more information about this complaint. Orasure technologies, inc. Is unable to contact consumer per amazon directives. No further action is to be expected with this complaint and the incident will be closed internally.

Event description:
Consumer posted to amazon.com the following review stating: 'would not recommend this covid rapid test. First, it is a 30 minute wait did not see this in the description. Standard are a 10-15 minute wait. The swab is a harsh material and caused more bleeding than spotting which transferred to the liquid. It was difficult to read.'